Event description:
It was reported the device experienced a short lifetime of 3 years from implant to elective replacement indicator (eri). Potential early battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: product ID: 694965, implantable tachy lead, implanted: (B)(6) 2005. (B)(4).